Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up while patient was admitted to the hospital, an alert for patient notifier delivered was observed. Upon further investigation it was found that the alert was for charge time limit reached. Session records revealed the alerts were delivered in (B)(6) 2014 and (B)(6) 2015 with nothing since. This device is stable and will continue to be implanted and monitored upon routine follow-ups. No device replacement is planned at this time. The patient condition is stable.